Event description:
In 2007, abbott point of care was notified that a customer reported a hematocrit result discrepancy that occurred on eleven days earlier. The customer was unable to identify which cartridge type or cartridge lot was used. A hematocrit result of 22% pcv was obtained from the I-stat system. Since this result was considered to be not compatible with the patient's clinical situation, another sample was collected and run on a different system. The repeat hematocrit results was 35% pcv. No treatment was administered based on the I-stat hematocrit result of 22% pcv.